Event description:
It was reported that the patient underwent an left-sided atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a cut on the pebax with reddish-brown material inside and internal parts exposed. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson and johnson medtech evaluation. Johnson and johnson medtech conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed a deflection test was performed. In accordance with johnson and johnson medtech procedures, the catheter failed the test since it was not deflecting. Therefore, the catheter was dissected from the handle. It was determined that the puller wire was broken inside the handle causing the improper deflection condition. The deflection issue reported by the customer was confirmed. However, the potential cause of the puller wire broken could not be determined. A manufacturing record evaluation was performed for the finished device 31295336l number, and no internal action was found during the review. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The reddish material inside of the pebax is unrelated to the even reported. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).